Event description:
It was reported that log file review captured a no external power event on (B)(6) 2022. The no external power was caused by ac power to the mobile power unit (mpu) being briefly interrupted. There were no other unusual events captured in the log files.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via log file analysis. The heartmate mobile power unit was not returned for analysis; however, a log file was submitted for review spanning approximately 8 days ((B)(6) 2022 per timestamp). On (B)(6) 2022 at 19:10:30 - 19:10:36 there was an atypical loss of ac power while connected to the mpu causing a no external power alarm. The backup battery provided power during this event and the event cleared when ac power was restored. There were no other notable events in the log file related to the reported event. Pump operation was not affected. Multiple good faith efforts were sent asking for the mpu serial number and for details regarding the reported event; however, to date no response has been received. The root cause of the reported alarm was unable to be determined in this analysis. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including power cable disconnect and no external power alarms. Heartmate iii instructions for use section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Serial number not available. No further information was provided. The manufacturer is closing the file on this event.